Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering log data from (B)(6) 2025 show that insulin delivery occurred appropriately in response to continuous glucose monitor (cgm) glucose trends and a usual meal announcement. No motor errors or delivery malfunctions were identified. The device issued low glucose alerts as expected, and insulin delivery was reduced accordingly during hypoglycemia. The user reported eating less food than announced, which likely contributed to the hypoglycemic event. A device malfunction was not identified as a cause of the low blood glucose event. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced a hypoglycemic event with a nadir blood glucose (bg) of 40 mg/dl. The user was alone and unable to locate oral glucose tablets to treat the low bg, resulting in loss of consciousness. The user regained consciousness approximately four hours later with bg back in range without outside assistance or medical intervention.